Event description:
The ge oec 6800 miniview fluoroscopy system reportedly would not boot. Customer stated the system does boot on the third attempt.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system actually had a slow boot-up issue. This required a single board computer replacement (sbc). The sbc was replaced, as was the hard drive and compatible hardware and associated software. The calibration files were re-loaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction.